Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Performance testing confirmed the reported red screen with an error message and inoperable state. The investigation determined that the reported event was most likely due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. Resmed reference#: (B)(4).

Manufacturer narrative:
The device was returned to the design house located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that while an astral device was being configured for patient use, it displayed a red screen with an error message and became inoperable. The device was not in use when the fault occurred, therefore, there was no patient involvement.